Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (477 - unknown mg/dl) and insulin injections were administered to address bg. Cartridge was changed. Pump system check with tandem technical support showed no insulin exiting the cartridge pigtail. Customer declined to load a new cartridge and alleged that pump was not delivering insulin as intended. Customer reverted to using manual injections for insulin therapy.